Event description:
Affiliate reported that the pt presented headaches and as a result the surgeon attempted to re-program the valve. It was noted that the device would not re-program. The device was replaced.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. Although the valve passed the programming test, it was noted that when the device was set at 30mmh2o, the cam would not move back to zero. Upon further examination, biological debris was found throughout the device, which also caused the device to fail the pressure test. Biological debris was the apparent foot cause of the device failure. Based on the results of this investigation no further action is required. Trends will be monitored or this and similar complaints. At the present time this complaint is closed.